Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: brand name: micra, model #: mc1avr1-delsys / expiration date: 14-mar-2022 / serial#: (B)(4), UDI #: (B)(4). Device available for evaluation: no, device mfg date: 30-sep-2020, labeled for single use: yes, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient passed away during the leadless implantable pulse generator (ipg) implant procedure. It was further reported that the patient experienced perforation and tamponade. It was also reported that the delivery system (ds) perforated into the pericardial space however, the patient started to become unresponsive before the ds went in. The pericardial space was tapped. The patient's heart did resume normally but the patient remained unresponsive. Finally, the patient's pulse was lost, cardiopulmonary resuscitation (CPR) was begun and the patient was pronounced dead after sometime.